Event description:
PICC line in place approx. 2 months. Upon attempted removal, it came back about a foot & then became hung up, with the tip in the auxillary vein which required passing a non-tapered sheath along the outside of the line apparently severing the pt of fixation between the catheter & the vein wall. The PICC was removed in one piece, they theorized that a fibrin sheath had formed along the catheter & was so bulky that it jammed the catheter.